Manufacturer narrative:
A ge service rep performed an on site investigation and verified the complaint. The system was rebooted and the failure could not be duplicated. The computer boards were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 2600 system locked up and would not fluoro. It did make a film shot and the tracking had gone to maximum technique. No pt injury was reported.